Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, to report that he had not received replacement test strips for a previously reported error 2 issue with his onetouch ultra2 meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that he had been being unable to monitor his blood glucose levels and take his insulin due to the reported issue. As a result, the patient reported that on the early morning of (B)(6) 2026 around 5:00 ¿ 6:00 am, he experienced symptoms of ¿frequent urination, dry mouth, thirst, light headedness, dizziness, headache, blurry vision and falling down¿. The patient claimed that he was taken by ambulance to the hospital where he received a blood glucose reading of ¿above 500 mg/dl¿ on the hospital meter. The patient claimed he was treated with IV fluids in the ambulance and IV saline and insulin injections at the hospital and was kept in overnight for monitoring. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention for an acute complication of diabetes after the alleged product issue began.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.